Event description:
The customer reported via phone call that they had a failed battery test alarm and a no delivery alarm during bolus on the insulin pump. Alarm occurred even with a catheter replacement. Customer also had a motor error alarm during priming.

Manufacturer narrative:
The insulin pump was received with no motor error alarm or no delivery alarm noted and passed the motor test. The insulin pump has normal operating currents and no unexpected failed battery test alarm noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.